Event description:
It was reported that during a returned order service test, and error code occurred for foggy lens and the rear case was chipped. Additionally a damage air detector was noticed. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Manufacturer narrative:
Device evaluation: one device was received. Visual inspection noted the tamper seal was removed. Rear and front housing, lens and air detector were damaged. Fluid ingression was found. During the functional testing, service due and error 1270 messages were found on the pump. The root cause was found to be customer damage. The microprocessor unit board was replaced along with the front and rear housing and the air detector. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.